Event description:
A report was received that the patient's ipg was no longer working. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to the ipg not holding a charge. No device malfunction was suspected, it was just a device upgrade. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg was no longer working. The patient will undergo an ipg replacement procedure.